Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided anti-tachycardia pacing (atp) and delivered inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). Therapy was exhausted. Technical services (ts) was consulted and reviewed reasons for the exhibited behavior. This ICD remains in service. No additional adverse patient effects were reported.